Manufacturer narrative:
One flexcath steerable sheath was returned and tested, and it passed the inspection as per specification. The visual inspection showed that the shaft was intact with no apparent issues. The insertion of the arctic front catheter through the flexcath sheath did not show any leak or aspiration of air through the valve of the sheath. The hemostatic valve was leak tight. Two arctic front catheters were also returned for investigation and passed the inspection as per specification. Although the reported air ingress was not reproduced, this is a known issue for the flexcath steerable sheath and is part of a field action that was initiated in (B)(6) 2011 regarding the potential leak in hemostatic valve of medtronic cryocath flexcath 12 steerable sheaths.

Event description:
After the insertion of the arctic front catheter into the flexcath steerable sheath, there was continuous air withdrawn from the flexcath sheath. The problem resolved after replacement of the flexcath sheath and the arctic front catheter. No adverse event occurred.